Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including a worn keypad. On investigation, a crack was found in the battery compartment. In addition, the pump powered up to a dim and discolored verify screen with appropriate audio and vibration alerts. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and display screen was dim and discolored. This report is made based on results of investigation completed on 12/12/2013.